Manufacturer narrative:
The actual device was not available; however, pictures of the sample was provided for evaluation. Inspection of the pictures did not confirm the reported problem of leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date: unspecified date in (B)(6) 2019. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with three prismaflex m100 sets, the effluent bags were found leaking at the corner of the effluent bag. It was reported the bags were changed to a new effluent bag and treatment was continued. There was no patient injury or medical intervention associated with this event. No additional information was provided.